Event description:
In 2004, I had a tubal ligation performed. After surgery, I was in intense pain. The pain continued several years. My ob/gyn wasn't finding the cause. So I found an out of town doctor. This was 2006. The pain continued, so she decided to do laparoscopy surgery in 2007. She discovered that my tubes were just laying there with a bunch of scar tissue. Then she found the first missing filshie clip poking my right ovary. The second one was found pushed up against my uterus and cervix. The same two spots I had been complaining about. She took pictures of them. After I recovered, I went to the other hospital where it was performed to find out what kind of clips were used and they were avalon filshie clips. Now my tubes are just laying there. But at least the pain is gone. Dates of use: 2004 - 2007. Diagnosis or reason for use: tubal ligation.